Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak.

Event description:
On (B)(6) 2021 the patient had their internal iliac coil embolized and had a gore® excluder® aaa endoprosthesis implanted to repair a right common iliac artery aneurysm. On (B)(6) 2021 an aortoiliac duplex was performed and demonstrated and endoleak/flow into the aneurysmal sac. On (B)(6) 2021 a re-intervention was performed and 3 additional gore® excluder® aaa endoprostheses were implanted. The physician reportedly decided to do a full ivar and seal distally into the external artery that was previously coiled and bell bottom the left side. The patient reportedly tolerated the procedure.